Manufacturer narrative:
(B)(4). Carefusion tech support issued and rga (returned authorization number) for the uim with the alleged failure. Carefusion will evaluate the component upon return and submit a follow up medwatch in the event add'l info was found.

Event description:
The distributor in (B)(6) reported to a carefusion technical support representative "the lcd of uim kept flashing. No pt harm."